Event description:
Caller states that the pt tested 4.4 inr on coaguchek test system 1 and 3.3 inr on coaguchek test system 2. No action was taken based on device results. No adverse event reported. Comparison performed at a medical facility. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2. Reference medwatch report with patient for suspect device in coaguchek system 1.